Manufacturer narrative:
The return of the device is pending. As the lot number for the device was provided, a review of the device history records is currently being performed. The investigation of the reported event is currently underway.

Event description:
It was reported that post chronic catheter placement while flushing the catheter, the catheter was allegedly leaking out of a visible tear in the red lumen. It was further reported that the catheter was removed and another central line was placed. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: a complete manufacturing review could not be performed, as the lot number is unknown. Investigation summary: the sample was not returned for evaluation. No photos of the device were provided for review. Therefore, the investigation is inconclusive for the reported leak. The root cause could not be determined based upon available information. It is unknown whether patient and/or procedural factors contributed to the event. Possible contributing factors include over-pressurization, catheter occlusion, chemical degradation and repeated clamping in the same location. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.

Event description:
It was reported that post chronic catheter placement while flushing the catheter, the catheter was allegedly leaking out of a visible tear in the red lumen. It was further reported that the catheter was removed and another central line was placed. There was no reported patient injury.